Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external abrasion breaching the outer insulation and exposing the outer coil at 6.9 ¿ 7.0 cm from the distal tip consistent with friction to another device or feature of patient anatomy.

Event description:
This report is to advise of an event observed during analysis.